Event description:
The pt's family member called lifescan alleged they noticed the one touch ultra meter display had missing segments. There are no redainds reported. The next day the patient was taken to the dr office to have their blood glucose checked. (No reading) the patient reported the symptom of their "eyes appearing a deeper blue." Insulin was increased in the am by 1-2 units, dinnertime 1 unit, and bed time 2 units. The medical affairs specialist unsuccessfully attempted to contact the reporter. Based on info obtained there is indication the product malfunctioned due to the missing segments, however with no readings reported at home or dr office, not evidence that an adverse event occurred. The meter was replaced and return expected.